Manufacturer narrative:
The customer contacted the siemens customer care center regarding the discordant, high prothrombin time (pt and ptx) patient results. An field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and data. There were no mechanical errors found in the error log or on the instrument. Fse tested ground to neutral and the result was 0.82volts. Fse also ran precision with citrol level 1 (lot 548038c) on pt, ptt (partial thromboplastin time), and fibrinogen and precision with citrol level 3 on pt. A fresh reagent was put on the system and qc was successfully run. Precision verification and instrument performance is within specification. No further evaluation of this device is required.

Event description:
Discordant prothrombin time (pt) and prothrombin time - extended mode (ptx) patient results were generated on the ca-560 analyzer. Initial patient results for pt and ptx were flagged "no coagulation." The same patient sample was repeated (repeat 1) for pt and ptx on the same system and gave elevated numerical results: pt = 161.8 seconds; ptx=137.6 seconds which was reported to the physician and questioned. Physician sent patient to the hospital when the ptx result of 137.6 seconds was received. No treatment was given to the patient. The same patient sample was remixed and respun the next day and was tested for pt and ptx on the same system. Lower patient results were generated: pt 38.5 seconds with an international normalized ratio (inr) of 3.77 and ptx 38.3 seconds with an inr of 3.60. A corrected report was issued to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant pt and ptx patient results.